Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: date of birth: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: cath lab director. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was placed on the patient post heart catheterization. There was 18cc of air inflated as the sheath was removed. The air was released until a flash of blood was noted. There was an additional 2 cc of air added. The staff member then noted that the band was not staying inflated as the patient started to bleed. The band was removed, and a new tr band was placed. The patient condition was not affected. There was no effect on the outcome of the procedure. The event occurred post-treatment. Medical or surgical intervention was not required.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 2 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on one side of the tubing channel on the tab. The operations quality engineer was notified, and non-conformances (nc) was initiated for this issue. Non-conformances (nc) will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).